Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number: (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an internal exposure motor connectivity issue. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed by a screenshot. The drill passed kpc and a case with no problems. Disassembly revealed nothing unusual. The cable passed testing. The exposure motor would not pass testing because of a fatal error/test time out error appearing on 3 separate tests. Kpc testing and a case then passed again with no errors or problems. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the lot or part number and scope of this complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. As part of corrective actions, continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference case (B)(4) .

Event description:
It was reported that, during a cori assisted tka surgery, the case had proceeded without issues, but when trying to bur the tibia with the real intelligence robotic drill an error appeared stating "system time out - the robotic drill has been deactivated. Press continue to reinitialize the robotic drill". For troubleshooting, continue was pressed, which then caused a loading indicator to appear for about 15 to 30 seconds; afterwards, a second error message appeared stating "communication failure - please contact robotics customer support. Press quit to exit the application". The only option was to quit the application. The procedure was resumed, after a 2 to 3 minute delay, using manual instrumentation on the tibia. No patient injury was reported due to this issue and the outcome of this surgery was considered satisfactory.